Event description:
It was reported that the health care professional (hcp) called technical services (ts) and reported possible conductor fracture on this left ventricular (lv) lead. It was noted that the lv lead is a competitor lead. The hcp stated that the lv lead might be reprogrammed to unipolar configurations. At this time, the lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).